Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30165921l number, and no internal actions was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters and suffered cerebrovascular accident (cva) requiring surgical intervention. During the procedure, the operator reported char formation on the tip. The char was wiped off with gauze and when re-inserted into the cardiac cavity noise was generated on the tip of the catheter (lot #30173921l). The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one (lot #:30165921). The procedure was completed with no immediate patient consequences. The char was assessed as not MDR-reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The noise issue was also assessed as not MDR-reportable. The patient's heart rhythm was still visible to the operator. The risk to the patient was low. On 04/16/19 the customer provided additional information that the patient¿s condition deteriorated, and right internal carotid artery thromboembolism was confirmed by CT. Thrombus was partially retrieved, but some embolized to the brain. The retrieved part looked like char. The patient exhibited neurological symptoms including partial bilateral paralysis and aphasia. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. This event was originally considered non-reportable; however, biosense webster, inc. Became aware of the patient event on (B)(6) 2019 and have assessed this patient event as reportable. Therefore, the awareness date is (B)(6) 2019. There¿s no information that a product malfunction occurred with the thermocool® smart touch® sf bi-directional navigation catheter (lot # 30165921); however, post-procedure, the patient suffered the cva requiring surgical intervention. Since two ablation catheters were used during the procedure, the adverse event will be reported under both products.

Manufacturer narrative:
Additional information was received on the event on (B)(6) 2019. During the procedure, the operator reported char formation on the tip when the roofline was being created. No error messages were observed on any biosense webster, inc. Equipment. The generator was used in power control mode. Alteplase (tpa) was administered intravenously; however, there was no effect. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. This outcome for this event was assessed as ¿disability or permanent damage¿ provided additional concomitant product of smartablate generator. Therefore, populated. Is disability or permanent damage. Manufacturer¿s reference number: (B)(4).